Event description:
The customer did not respond to attempts to gain the patient's information.

Event description:
The customer had written into the forum on the (B)(6) website about a pt that was complaining of coughing episodes and a itch/tight throat. This forum entry was discovered by a caridianbct employee. Follow-up with the customer was initiated. The customer stated she is uncertain if the problem is physical or mental as she tried everything to alleviate the problem. The pt received IV benadryl and albuterol via inhaler. The blood was phenotypically matched. The pt information is unavailable at this time. The date of the event is unk at this time. The disposable set is unavailable for return for evaluation because the customer discarded it. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide a lot number, so a device history record search could not be performed. All lots must meet acceptance criteria before release. Root cause: reactions to apheresis procedures are a known possible side effect of apheresis procedures and are generally dependent on patient physiology. The patient may be sensitive to the fluids used, the ethylene oxide from the sterilization process, or one of the materials used in the disposable set. The cobe spectra operator's manual states that operators should "be aware of possible patient reactions during apheresis procedures." Operators should be prepared to take appropriate action should any reactions occur.